Event description:
Litigation alleges the patient suffers from metal ions and particles released into blood and tissue because of friction and wear; pain, discomfort, inflammation, popping and snapping sensation when walking or sitting.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/29/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, patient only able to walk a few steps, grinding and popping of hip. Medical records reported a lucency on one radiograph report but not on later reports. Death certificate enclosed reported cause of death to be failure to thrive and non-hodgkins lymphoma. There was no report of revision and no primary or revision surgical report within medical records. There were no lab results for metal ions or reports of particles/debris. Part/lot updated. The complaint was updated on: jan 19, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.